Event description:
Customer's family member called to report that patient was hospitalized due to low bgs. It was stated that the reservoir door does snap shut. The customer also stated that when worn a belt, the reservoir was pushed out, was bumped against pt's body and insulin were delivered. A replacement pump was requested. Also family member mentioned the pump had an error alarm but family member did not report at the time it occurred. The alarm was cleared and the pump was reset every time they received the alarm.